Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a vizigo sheath and when the catheter was replaced from octaray to the qdot micro catheter, a large amount of air was observed to be mixed from the hemostatic valve of the vizigo short. The physician complained that the "hemostatic valve is fragile and the product is very concerning." Air was confirmed at the hub part and was removed using a syringe, and a water seal was performed using an air tray to address the issue. No air entered the patient¿s body. The hemostatic valve was not damaged. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a vizigo sheath and when the catheter was replaced from octaray to the qdot micro catheter, a large amount of air was observed to be mixed from the hemostatic valve of the vizigo short. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test of the returned device were performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device. The hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, a leakage in the side port was observed. Further investigation revealed that the side port tube was partially detached from the hub due to an incorrect adhesive application. A device history record was performed for the finished device batch number, and no internal actions were identified. The air backflow in valve issue reported by the customer was confirmed as the issue observed in the side port tube union could be related to the reported event. The potential cause of incorrect adhesive application was traced to manufacturing. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. An internal corrective action was created to address incorrect adhesive application issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).